Manufacturer narrative:
The trigger would catch when pulled with the safety bar, causing run-on. The trigger assembly was replaced, preventative maintenance was performed, and the device was returned to the customer after passing final inspection. Based on a review of the associated risk documents, a catching trigger may result from the accumulation of grit between trigger/safety switch components and handle.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released, posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.